Event description:
Caller reported her husband (B)(6) had a total knee replacement on (B)(6) 2017. A year later the patient continued to experience pain along with clicking and instability. Patient consulted a new doctor who informed him the implant failed. A bone scan and x-ray revealed the tibia plate was loose. Caller stated a recall of the device manufactured between 2012-2015, outlined similar symptoms that the patient experienced with his device. Caller suggests a recall should be applied for this device as well. Patient is awaiting revision surgery.